Manufacturer narrative:
Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Reservoir able to lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the reservoir was not able to lock in place. The customer's blood glucose level was 140 mg/dl. The customer reported that there was a cosmetic damage to the pump. The insulin pump will be returned for analysis.